Event description:
3 months after stent placement in the common bile duct for palliative treatment of pancreatic cancer, the pt returned to the hosp. Complaining of abdominal pain. X-ray taken showed that the distal crown of the stent was in the duodenum and had fractured. The pt is currently being monitored. The stent remaind implanted.